Manufacturer narrative:
Twenty three new list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4981626 three and new c-clips (two of lot 4711312 and one of lot 5008641) were received for evaluation. There were no visual anomalies or damage noted with any of the returned assemblies. The twenty three new ch2000s-c spinning spiros assemblies were evaluated for connection and disconnect torque. Each met product performance expectations outlined in the product performance specification. The three c-clips were clipped together and measured. Each were securely engaged and each met design expectations. No male luer mating devices were returned to evaluate with the new ch2000s-c spinning spiros and c-clip assemblies. Each returned c-clip was measured for thickness which is the dimension that would support spin collar back off of an alaris male spin luer. All 3 c-clipss passed the thickness test. The complaint was unable to be replicated or confirmed. A device history review for lot# 4981626 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Concomitant medical products are as follows: 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿ w/red cap, vented cap, list# cl3534, MFR ICU medical. Tubing set, (list# and MFR unk). -unspecified chemo drug (MFR unk).

Event description:
The event involved a spinning spiros® closed male luer, red cap. It was reported that the nurse prepared for administration with bd tubing and the spiros. Upon circle priming the set, the distal end of the tubing fell off of the spiros and the line started dripping an unspecified chemotherapy drug. The medication was then remade and new tubing was used. There was no patient involvement, no adverse event and no patient harm.